Event description:
It was reported that while the ventilator was connected to the patient, the expiratory minute volume was zero. There was no patient harm. (B)(4)

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. A test swap spare was performed to another unit and reconnect the air supply unit and calibrate the unit and pre use check passed test lung. The machine can be used normally. And in the test set for infants, choose no compensate. The tube cable can be used normally. By comparison value with another device. The device logs were not received and no parts have been replaced. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).